Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 29-jun-2007, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 16-may-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving compounded baclofen, 1500 mcg/day concentration at 125 mcg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that catheter fracture occurred. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The rep attempted to remove old catheter but were unable to get all of the old catheter out. At the time of this event, the issue had resolved and patient status was alive-no injury. Catheter that was the most proximal to pump and connected to port was removed. Distal to that, the piece containing the connector then connected to the 8709 remained imbedded in the patients adipose tissue. Piece of catheter that ran through the anchor distally was believed to be fractured prior to starting and fully enclosed in the intrathecal space. The rep never could locate it. The anchor and two very short pieces of the 8709 were being returned. Part of the catheter proximal to the anchor and the connector running to the 8731 were left indwelling secondary to the hcp would have had to do serious cut down to remove. The patient¿s medical history included anoxic injury at birthcal history. The patient¿s concomitant medications included tizanidine and advil prn. Tracking number was provided. No further complications were reported.

Manufacturer narrative:
The pump and catheter were returned. Analysis found no anomaly on the pump and catheter/pump connector/anomaly of non-sc pump connector. If information is provided in the future, a supplemental report will be issued.